Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual provide clear instructions to the user on proper usage and care of the system. Moreover, the IFU provides instruction to further educate the patient about product safety, alarm management, and hvad support; additional guidelines instruct the user on how to detect and react to a 'vad stop'. The instructions for use (IFU) and patient manual also includes a reference guide for both visual and tone alarms including potential causes and actions to take. The IFU and patient manual also outline steps pertaining to the care and handling of the driveline to controller connector and driveline cover in order to prevent damages which may result in vad stoppage. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that this patient experienced a high priority "vad stopped" alarm and visualized "change controller" on the controller display. The patient reported feeling dizzy and exchanged the controller. The symptoms resolved after the controller exchange. No further information was provided.

Manufacturer narrative:
The controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Log file analysis revealed a vad disconnect alarm on (B)(6) 2016 at 08:16:42 due to a physical driveline disconnection. This observation was most likely due to the controller exchange. No abnormalities in the log files were observed that could have contributed to the reported event. Analysis revealed that the device passed visual examination and functional testing. The reported event of a high priority alarm could not be confirmed on the returned controller. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.